Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. No motor error alarms were noted; however, unable to prime unit during prime test due to a faulty force sensor resistor. The motor was tested outside the device and passed. The drive support disk was inspected and no anomaly was noted. The insulin pump had cracked battery tube threads and a scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had loose/protruded drive support cap and motor error alarm. The blood glucose at the time of the incident was 76 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.